Event description:
Patient in for refill of her intrathecal infusion pump. Pump was interrogated to determine residual volume amount to be obtained. Pump refilled without difficulty and patient discharged to home. Patient later experienced respiratory depression and unresponsiveness attributed to medication overdose. Patient treated at outside facility with narcan. Medtronic neurological rep aware and will send someone to assess pump. Manufacturer response for intrathecal infusion pump, unknown (per site reporter): medtronic rep made aware by outside facility.